Event description:
It was reported that during a ptca/stenting treatment procedure, the express2 monorail balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a slightly tortuous mid lad coronary artery. The lesion was accessed via the left femoral artery and crossed within a .014" bmw guidewire and a 6f mach1 fl4 guide catheter. The lesion was predilated with an unspecified type of balloon. The stent was successfully deployed at the target lesion. The express2 monorail balloon was removed and replaced with the balloon used for predilatation to deploy the stent at the target lesion. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.